Event description:
During surgery, when the surgeon used the drill and the drilling was done to the patient bone, the drill broke by the base of the drill. The surgeon used another drill to complete the procedure. The surgery was completed without a problem.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.